Manufacturer narrative:
Hospital disposed.

Manufacturer narrative:
The reason for revision surgery was reported as the patient dislocated post operation. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against the main contributor, (B)(4) for this lot number. A definitive root cause for the post operation dislocation could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - due to the patient dislocating post op.